Manufacturer narrative:
Product analysis: it was confirmed that software was unable to be updated. Hard drive health was found to be sub-optimal. Extensive internal corrosion was found. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update, via universal serial bus (usb). The programmer was returned for service. There was no patient involvement. The programmer tested out of specification, during analysis.